Event description:
Clinician stated that at some point patient had a "fractured lead" but believes this was a previous fractured lead from boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).